Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake was not engaging due to a broken screw in the hex rod. The technician replaced the hex rod and screw to repair the stretcher.